Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defects were found. Functional testing was performed on the device and there was no failure detected and the reported fault could not be reproduced. The device was determined to be working within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. Patient's mother was advised to reset the device and the reset was successful for the reported issue. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.